Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the overhead blower filter was found to be clogged with dirt and dust the device's overhead blower filter was replaced to address the issue.